Event description:
It was reported that the customer has experienced fluctuating blood glucose levels. Customer returned to pump previously used until after pregnancy.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.